Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a pocket infection and had their implantable cardioverter defibrillator (ICD) system explanted. As well, it was noted that an absorbable antibacterial enveloped was used during implant. No further patient complications have been reported as a result of this event.